Event description:
A olympus representative reported on behalf of the customer, during a unknown therapeutic procedure the tip of hf-resection electrode "plasmaroller", roller, 24 fr., 12°-30°, esg turis broke off inside the patient. The broken piece as recovered and the procedure was completed with a similar device.

Manufacturer narrative:
The device has not yet been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2023-00418.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to wear and tear. The loop on the distal end of the electrode can wear out, during use and may break, burn or melt. However, the subject device was not returned. And the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.